Event description:
It was reported to medtronic minimed that the customer experienced the pump error 41 alarm.  The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Product return requested for mmt-1885 the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. P-cap locks properly into the reservoir compartment. No pump error 41 noted during testing. Successfully downloaded history files and traces using thump. Pump error 41 alarm was found in the history files on event date of (B)(6) 2023 11:14:42.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The motor was tested outside of device and passed. The motor had an intermittent failure not detected during test. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, corroded motor home switch, and corroded battery tube. Pump passed required testing and no pump errors 41 were not confirmed during testing. However, was confirmed in the pump history. The motor had an intermittent failure not detected during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.